Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00343 and MDR #1828100-2014-00344. Software logs were returned to the manufacturer on (B)(4) 2014. A subsidiary sales associate selected a perfusion setting that is not selected usually, and on perfusion screen, showing of only one pump was late. This issue was not solved by closing the perfusion screen and restarting ccm twice. The subsidiary sales associate checked setting of configuration screen and confirmed state of regularly selected perfusion setting showed "ready: no". The sales associate adjusted the configuration screen and the state turned to "ready: yes." The unit was able to be used as usual.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the setting that the user selects regularly, was not displayed on perfusion touch screen. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.